Event description:
It was reported that a patient underwent an anterior vaginal repair on (B)(6) 2009 and mesh was implanted. Concomitantly, the patient underwent a posterior repair and mesh was not used. On (B)(6) 2009, the patient was seen by the physician for complaints of a bearing down sensation and problems defaecating. She was referred to another physician who found on examination that the mesh had eroded completely through the anterior wall. The patient underwent excision of the mesh on (B)(6) 2010, however, not all the mesh could be removed because of its position. In (B)(6) 2010, the patient continued to have pain. A further anterior prolapse was detected and a repair was needed as the suture line from the previous repair had given way. The patient was examined again in (B)(6) 2010 when it was thought that a further amount of the mesh had eroded and continuing to cause problems. On (B)(6) 2011, the patient underwent a further anterior repair and more mesh was removed. The mesh was found underneath the redundant tissue and was excised. It was not possible to remove all the mesh and some remained. The patient continued to experience vaginal discomfort and was seen again by a physician on (B)(6) 2012 for problems with the remaining mesh. The patient had severe pain in the vagina and lower part of the abdomen. She will require further surgery. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - problems defecating; recurrent prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.